Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks over the life of the device, for what appeared to be supraventricular tachycardia (svt). It was noted that the device was at end of life (eol) and that the patient had been lost to follow up. Additionally, the device recorded a charge time out fault message. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the hospital discarded the device after explant. The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--